Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction that consisted of a rash with redness, inflammation, blisters, drainage, pustules and an infection under the entire sensor patch. Prior to insertion the patient had sprayed cavilon at the sensor site which helped to minimize the reaction. The patient had itching and burning sensations in the area. The patient consulted a healthcare provider who prescribed oral clarithromycin for the infection. No additional patient or event information is available.